Manufacturer narrative:
Tracking #.46128. Device-a. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported the devices were used during a hernia repair procedure. It was reported by the affiliate that the safety shields would not activate. There was no patient consequence.